Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the pump would not deliver a bolus after it was requested. The customer's blood glucose was 348 mg/dl. Tandem technical support (cts) examined pump history and found the pump to be functioning as intended. The customer declined to further troubleshoot with cts.